Event description:
On xx/xx/2014, we had an inpatient at our hospital complain about a chemo preparation. It was a 24 hr ifosfamide+mesna infusion that had been infusing overnight - the patient and nurses had been noticing "the smell". The issue was brought to my attention first thing in the morning. The room had the overpowering smell of mesna (sulfur). The ifosfamide+mesna was a large volume (almost 1 liter) and had been made in an eva/tpn bag (eva = ethylene vinyl acetate). In consultation with our heme/onc attending, we switched out the chemotherapy, rescued the dose, transferred to pvc bag (viaflex) and reprimed tubing and the patient was able to continue to the continuous infusion. When the initial infusion was stopped and returned to the pharmacy, the bag and ports (including clamped port) were checked for leaks, and the bag was not obviously leaking. It seemed that the odor of the mesna was able to cross the eva plastic. The product in question is b.braun's eva mixing container (1000 ml size). (B)(6).